Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not turning on. Upon troubleshooting actions, the fse identified that there was no 24v output from the pdu fan tray. The defective pdu fan tray and dcps was returned for analysis, which concluded that the power supply was defective. To resolve the issue, the fse replaced pdu fan tray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.